Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. A wire was initially reported off track; however, for clarification, the nonconformance was a derailed grip cable. The grip cable was derailed at the wrist. The grips could not fully open and close. Movement and functionality was limited. The derailed grip cable became frayed as well. The frayed segments are various in lengths. The idler pulley exhibited pulley and rim damage. This the customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci si surgical procedure the wire was off the track of a large suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.